Event description:
It is reported that a regularly scheduled follow-up visit, in 2005, the surgeon noted on x-ray that osteolytic lesion or cyst had formed around threads and tip of screws used to affix the plate. The plate itself was not loose. No revision has occurred yet. Patient has a revision pending on both the poly and screws.